Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that at the end of the endoscopic vein harvesting procedure, they noticed that the vasoview hemopro 2 wires were proud (sticking out). The jaws were not open when inserting into cannula. They noticed when the harvester was moving down the tunnel the jaws were slightly open. No resistance. No additional incisions. No procedure delay. A new device was opened to complete the procedure. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/25/2023. An investigation was conducted on 05/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000306436 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.